Manufacturer narrative:
Concomitant medical products: b.braun caresite luer access device, therapy date (B)(6) 2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that prior to initiating an antibiotic infusion the tubing male luer broke off inside the b.braun caresite luer access device causing misalignment and leakage. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the male luer tip broke off inside the non-bd luer access device was confirmed. Visual inspection showed that the male luer tip was broken off and was still lodged within the female luer end of the mating product. There were no other damages or anomalies observed. Functional testing was not performed due to the damage. The root cause of the break was identified as the external application of force to the male luer tip.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.